Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted , remove both the needle and the wire as a unit." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the review of this information and the returned complaint device it is feasible to suggest that resistance was met upon withdrawing the wire and needle unit or the user was attempting to withdraw the wire separately from the needle. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during an attempt to remove the wire guide from the right common femoral artery during a coronary right heart catheterization procedure, the wire guide became stuck in plaque and 1.5 cm of the tip of a wire guide broke inside the patient. The patient was transferred to another facility for removal of the separated fragment. However, information was provided that at this point, the facility decided to leave the broken fragment inside the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an attempt to remove the wire guide from the right common femoral artery during a coronary right heart catherization procedure, the wire guide became stuck in plaque and 1.5 cm of the tip of a wire guide broke inside the patient. The patient was transferred to another facility for removal of the separated fragment. However, information was provided that at this point, the facility decided to leave the broken fragment inside the patient.